Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating the device "does not work/function." It is known that the device was not used in surgery, and there were no injuries reported. It is not known if medical intervention occurred. There was no additional information provided.